Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged sleep dysfunction and difficulty breathing/short of breath. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and cause the patient's sleep dysfunction and difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. In previous report, in d4 section was incorrect which has been corrected / updated in this report. In previous report, in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report. Now, section h10 has been corrected / updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sleep dysfunction and difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.